Event description:
Dear FDA, I recently purchased a menstrual disc from femdisc.de. Upon receiving the product, I noticed that the protective foil appeared to be tampered with or not entirely new. I regretfully did not take a picture at the time of opening. The product's packaging claims it is FDA-approved. I've attached a picture of the packaging for your reference. Given my observation of the potentially compromised protective foil and to ensure the safety and authenticity of products I and others use, I wanted to verify its FDA approval status and report this concern. Could you please confirm if this product is indeed approved by the FDA? Is this true that is made from 100% medical silicone? Thank you for your time and dedication to ensuring public health safety. Sincerely, (B)(6). Www.femdisc.de.